Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing planned electrophysiology, and it was completed using fluoroscopy technique without storing the images. The philips field service engineer (fse) visited onsite and confirmed that the system had an image storage issue. Upon functional testing, the fse rebooted the system and discovered that the ippc was not starting on its own. The fse started the ippc manually which resolves the reported issue temporarily. The fse confirmed that the ippc needs a replacement for permanent solution. So, the fse replaced the image pc (ippc) to resolve the reported issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image storage issue didn¿t impact the completion of the procedure. The procedure was completed as planned by using fluoroscopy technique without storing the images, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an image storage issue. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.